Manufacturer narrative:
Product discarded.

Event description:
On (B)(6) 2014, the patient reported that there was insulin leaking inside the cartridge compartment of her infusion device. She noticed the leak when she saw moisture through the infusion device window. She also saw an air bubble in the insulin cartridge. Her blood glucose level was elevated to the 300's mg/dl. The patient was not certain where the insulin leak was coming from, but attributed her elevated blood glucose level to the leak. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.